Event description:
The pt was implanted with an implantable bi-ventricular assist device (ivad). It was reported by the vad educator that the pt experienced a loss of fill signal with the rvad. The pt was placed in different positions without resolution. There did not seem to be a positional or kinking issue. The signal processor was switched out. The hospital staff tried increasing the vacuum, decreasing the eject time, and lowering the beat rate. The pt was then placed on the tlc ii driver. The following day, the pt reported that he experienced a loss of fill signal with the lvad. Per the plot screen, it appeared that the pump was filling and ejecting. It was also reported that an x-ray was taken and the cannulae seemed to be in the same position. The pt's flows on the left did not drop during the loss of fill signal. The MFR recommended that the pt remain in fixed mode. Per add'l info from the perfusionist, the reported loss of signal with the lvad was a "temporary malfunction". Approx two months later, a decision was made to exchange the rvad and lvad. It was reported that when the pumps were explanted, there were signs of clotting. The pt remains ongoing with the new pumps.

Manufacturer narrative:
The explanted lvad was returned to the MFR and analyzed. The reported loss of signal of the lvad was confirmed during analysis. The pump was returned assembled with the pneumatic line severed approx 2" from the pneumatic cap fitting and the remainder of lead was returned. The returned portion of lead measured approx 12". There was no evidence of external damage to the ivad case, cap, or cannula connectors present. There was no evidence of deposition noted. The severed portion of lead with the tunneled fitting was tested for continuity, and all four wires were found to be disrupted. During further eval, the pneumatic line covering was removed to expose the wires beneath, and the conductor wires were found detached from inside the rtv/silicone boot. Closer examination of the wires revealed stretching and elongation of the wires, which is consistent with tensile failure. This damage caused an electrical disconnect of the sensor wire and ultimately a loss of signal. This device was built prior to implementation of our corrective and preventative action regarding the loss of signal issue. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.